Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during insertion of the device into the guide catheter, it was noted that the shaft broke approximately in the middle, just outside the tuohy. The device was able to be removed by hand intact and the procedure was completed with another stent. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Corrected UDI from (B)(4). Corrected upn-search from h7493926032250 - synergy ii us mr 2.50 x 32 - 39260-3225 to h7493926032300 - synergy ii us mr 3.00 x 32 - 39260-3230. Corrected upn from h7493926032250 to h7493926032300. Corrected catalog/model # from 39260-3225 to 39260-3230. Updated: describe event or problem, device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., and device manufactured date. (B)(4).

Event description:
It was further reported that the complaint device was a 3.00 x 32mm synergy ii drug-eluting stent and not a 2.50 x 32 synergy ii drug-eluting stent as previously reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found a hypotube break at 794mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device examination. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the complaint device was a 3.00 x 32mm synergy ii drug-eluting stent and not a 2.50 x 32 synergy ii drug-eluting stent as previously reported.